Event description:
It was reported that during lap gastric bypass procedure, on the seventh firing the knife did not cut. The tissue was cut with a knife. The procedure was prolonged by five minutes and was completed with a same like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch number. Damaged firing mechanism. Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with no cartridge loaded in the device. However, one cartridge was received inside the bag, void of staples and with no damage to the cartridge lock out. The returned device was found to be non-functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found broken. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.